Event description:
Risk manager reported patient receiving levophed and dopamine on two channels. Found pump off when entered room and required IV bicarbonate and calcium administration as part of a "mini code", not sure how long channels were off. Patient expired in 2007, and was extremely ill and might have not survived despite pump shutdown. Biomed reported the module release latch on the pcu is broken, but will click into place when attached. Performed event log review. Modules were attached to pcu at 10:00 am. At 1:38 pm, the pcu log began to record data consistent with two channels experiencing a communication problem with the pcu. A warning screen appeared on the pcu screen indicating that the channels has disconnected accompanied by an audio alarm. Approximately four seconds later, a channel disconnect message was confirmed by the user and the audio alarm ceased. Log recorded data suggest both channels were intermittently communicating with the pcu. Six minutes later, channel a was turned off and 3 minutes after channel a was turned off, channel b was turned off. Customer contacted five times requesting the device be sent in, the last being 09/20/07. He indicated he had not sent in the device yet but intended to. As of this report date the device still not available at cardinal health. Follow up report will be submitted if device is rec'd for investigation.

Manufacturer narrative:
MFR's report date: 9/28/2007.